Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia after a supply change while using the ilet, with the pump reading high and continuous glucose readings progressing from the 200s into the upper 300s; the user also reported difficulty operating the applicator for the infusion set and suspected an infusion-site issue such as a bent cannula. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond continued insulin dosing. Investigation included complaint intake, product-use troubleshooting, and education regarding infusion set technique and hyperglycemia management. Investigation of this case revealed that hyperglycemia was consistent with an infusion-site delivery issue, with user-reported difficulty deploying the infusion set applicator and suspected cannula malposition, while the device otherwise dosed insulin and no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique and infusion-site complication considered possible contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.